Manufacturer narrative:
Ess# 974110-c. Facility experienced an event with endopath ets while performing a l.a.v.h.. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974110. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual & inspections & results: any other noticeable damage, a broken towers b ; cartridge pan in place/condition, ab yes/good ; condtion of drivers, ab good ; lockout tabs on pan condition, ab fired ; position/condition of wedge sleds, a partially fired/sp. Functional tests & results: condition of clamp first lockout, n/a ; condition of clamping mechanism n/a ; condtion of firing mechanism, n/a ; condition of knife, n/a ; condition of wedge bands, n/a ; is hyper lockout condition present, n/a ; result of attempted firing, n/a. Analysis conclusion: based upon the info received and visual examination, it was concluded that cartridge a was returned with a split wedge sled and with broken towers. No conclusion could be reached as to how this damage occurred. Cartridge b was returned fully fired and in good physical condition. No testing could be performed due to the condition of the cartridges returned. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported the surgeon fired the atw35 twice on the left side of the uterus. During the third firing at the level of the round ligament toward the broad ligament the stapler was fully articulated. The staples on the right side stapled, but the staples on the left side of the cut line had inconsistently formed and there was staple line bleeding. The surgeon used ligaclips to control the bleeding. The surgeon continued to use the device and experience the same difficulty on the fifth firing. The surgeon completed the procedure with this device. The sales rep does not have the device, but is returning the two reloads that experienced the difficulty.